Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient was asymptomatic. It was noted that no capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.